Manufacturer narrative:
The insulin pump was received with compromised force sensor error alarm during basic occlusion test due to protruded or loose drive support disk. The unit had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 190 mg/dl. The customer's sister stated that she was hospitalized for surgery due to a non-diabetics related cause. The caller stated that the customer was changing out her infusion set when the alarm occurred during a fill tubing attempt. Advised replacement of the insulin pump. The customer's sister and husband also reported that the customer experienced a high blood glucose reading of 399 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.